Event description:
Customer performed a blood glucose test and received a result of 144 mg/dl. The customer later passed out. Emergency medical techs were called and they received a result of 39 mg/dl. The customer was taken to the hosp where pt was admitted and given an IV. Controls were not used at the time. A request was made for the return of the suspect device and replacement product was sent.